Event description:
Additional information received reported that prior to coil non-detachment, there were no issues encountered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the coil would not detach.

Manufacturer narrative:
H3. Product analysis: the concerto coil was returned for analysis within a shipping box and within a plastic bio-pouch. The concerto pusher actuator interface (ai) was found to be securely attached to the coupler tube. There was no evidence of detachment attempts using an instant detacher (ID) at this location. The hypotube break indicator (hbi) was found intact. There was no evidence of manual detachment attempts at this location. No bends or kinks were found with the concerto pusher. The release wire coin was found present and still against the lumen stop. The implant coil was found still attached to the pusher. The implant coil was found damaged and had lost its original shape. An in-house ID (model: ID-1 lot: 9443624) was then used for a detachment attempt with the returned concerto coil. The ID detached the ai and the release wire coin pulled back from the lumen stop; however, the implant coil remained attached. Force was used to detach the implant coil from the pusher, causing the implant coil to stretch. An unknown reside was found on the pusher retainer ring and on the implant coil detach element. The residue was sent out for material identification testing. A portion of the material was analyzed using fourier transform infrared spectroscopy (ftir) and the spectrum was consistent with a mixture of a polyamide resin, a polysaccharide resembling xanthan gum and an ester. Based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed. It is likely the foreign residue found with the concerto coil contributed to the non-detachment issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.